Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification with respect to the door latch error which was reproduced as door not fully latched messages when loading a set and closing the door. The messages were found to be caused by loose link screws. The screws were replaced.

Event description:
It was reported that a spectrum pump had a persistent door latch error. It was also reported there was no patient involvement.